Event description:
The customer complains about problems inserting the catheter. The customer has also experienced bleeding after catheterization.

Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. Analysis of the samples returned show no defects or deviations. Based upon the product testing, this complaint could not be confirmed as reported.